Manufacturer narrative:
Follow-up # 1 ¿ (05/29/2015).the patient¿s test strips have been returned on 3/17/2015 and evaluated by lifescan product analysis on 5/11/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate high result(s) compared to a laboratory device. The reporter claimed obtaining blood glucose readings of ¿147¿ mg/dl with the subject meter and¿ 111 mmol/l¿ with the laboratory device, performed within 10 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.